Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic on the lens was broken upon insertion. The lens was cut to remove from the patients eye. A new iol was inserted and the surgery was completed. The patient experienced corneal edema. Additional information has been requested.

Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger has been retracted to the mid-nozzle. The trailing haptic is broken in the gusset area. The trailing haptic is located on the left side of the plunger. With the tip of the haptic oriented toward the nozzle. The anterior of the device tip is bent downward. The remainder of the lens was returned in a small centrifuge tube. Solution and blood were observed on the lens. One haptic is broken in the gusset area (returned inside the device) and broken in the haptic/optic junction (returned in the tube). The other haptic is broken in the gusset area (not returned). A wedge shaped portion is cut from the optic edge. The optic edge is also split/cracked toward the center and has additional split/cracked areas of damage. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the broken haptic could not be determined. The broken haptic is on the correct side of the plunger. The distal portion is facing the end of the nozzle. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The manufacturer internal reference number is: (B)(4).